Event description:
Same case as 2134265-2009-06266, -06273, -06274, -06275, -06276, -06278. Same pt as 2134265-2009-05569. It is reported that during a percutaneous coronary intervention positioning difficulty occurred. The diffuse stent re-stenosis was located in the distal right coronary artery. The quantum maverick 2.5 x 30 mm monorail balloon catheter was advanced to the lesion and during first inflation attempt the balloon watermelon seeded. The balloon was successfully removed. The physician attempted to use several other bsc balloons including two cutting balloons, however, the same issue with watermelon seeding occurred. Procedure was stopped due to contrast burden. Rotablator procedure scheduled 3 days later. No pt complications were noted.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).